Manufacturer narrative:
This event occurred in (B)(6). The customer did not provide any further data for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of random high or low results for multiple patients for multiple tests on a cobas integra 400 plus instrument. The following questionable results for vancomycin and tobramycin were provided: an initial vancomycin result was 38.6 ug/ml. On (B)(6) 2020 the repeat result was 23 ug/ml. An initial vancomycin result was 48.80 ug/ml. The repeat result with 1/2 dilution was 38.56 ug/ml. An initial tobramycin result was > 30 ug/ml. The repeat result was > 10 ug/ml. Clarification on these results was requested but was not provided. It is not clear if all results were from different patients or if some results were from the same patient. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided .